Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies. The visual summary analysis of the lead indicated apparent explant damage. Product ID: 7288 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006; product ID: 5076-52 implantable pacing lead, implanted (B)(6) 2006. (B)(4).

Event description:
During the prophylactic replacement of the right ventricular (rv) lead, it was reported that the helix would not retract. The lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.